Manufacturer narrative:
Device evaluation is anticipated but has not yet begun. A supplemental medwatch report will be provided when investigation is completed. (B)(4).

Manufacturer narrative:
The field service engineer (fse) replaced the safety valve and downloaded the ventilator log files. The fse successfully performed the pre-use checks and the ventilator was then returned to service. The faulty safety valve pull magnet was not received back for analysis. The evaluation of the log files confirmed the reported failure of the safety valve test during the pre-use checks. The safety valve pull magnet is the probable cause of the failed safety test in the pre-use checks based on evaluation of the log files but, it was not returned for investigation, therefore the true cause of the failure has not been determined from this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed safety valve test, during pre-use check. There was no patient involvement. (B)(4).